Event description:
It was reported that the customer rec'd four button alarm 22's. Customer ha elevated blood glucose levels (280 mg/dl).

Manufacturer narrative:
No prod returning for eval. Should new relevant info become available, a supplemental form will be submitted.